Event description:
This case was reported by a member of hospital emergency staff and described the occurrence of accidental ingestion in a patient who received double salt denture cleanser (polident denture cleanser tablets) for an unknown drug indication. On an unknown date, the patient started double salt denture cleanser (oral) at a total daily dose of 6 tablet. At an unknown time after starting double salt denture cleanser, the patient experienced accidental ingestion of 6 tablets double salt denture cleanser. The patient was hospitalized or treated in emergency (unconfirmed). At the time of reporting, the outcome of the event was unknown. No further information was available at the time of the report.

Manufacturer narrative:
Polident denture cleanser tablets are manufactured in (B)(4) and neither the lot number nor the product was available. (B)(4).